Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had issue with delivering the bolus and pressing the buttons on the pump because she's having problem navigating the pump because of her hands. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.